Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal iron levels in the blood is considered to be under the scope of this recall. No further investigation is required.

Event description:
Sales rep reported: "I got a phone call from dr., he reports that one of these patients with an abg ii prosthesis has abnormal iron levels in the blood. It would appear that the patient has liver cancer which may be related to the prosthesis. I don't have any more information at this time.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required. Corrective action: nc was initiated on 28-mar-2012 because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra 2012-067 was issued.

Event description:
Sales rep reported: "I got a phone call from dr., he reports that one of these patients with an abg ii prosthesis has abnormal iron levels in the blood. It would appear that the patient has liver cancer which may be related to the prosthesis. I don't have any more information at this time.